Event description:
It was reported that during a pta treatment procedure to dilate a lesion in an existing dialysis graft, the balloon detached. The physician advanced the balloon catheter to the target lesion within the graft and inflated the balloon once or twice. Dilation of the lesion was satisfactory so the balloon catheter was withdrawn through the sheath. When the catheter was removed from the sheath, it was noted that the balloon was not on the catheter. The balloon material was present within the sheath. The sheath was removed without incident. The procedure was completed and the patient is reported as 'ok' following the procedure.